Manufacturer narrative:
H2/h3: logs and archives could not be returned. Software analysis determined that the system service states that the system is functioning this no further investigation was necessary. Codes 4114, 213 and 4315 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating there was approximately 2 millimeters of inaccuracy and the screw did not have to be revised. The surgeon told the manufacturer representative on site the issue was due to the frame being bumped.

Manufacturer narrative:
Device serial number and UDI unavailable. Other relevant device(s) are: product ID: 9735740, version: 1.2.0. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that during a case with a perc pin, the site was accurate placing their first screw but were not accurate for the second screw. The site switched to using another medtronic navigation system and acquired another 3d image to complete case. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.